Manufacturer narrative:
The reported complaint of poor capture threshold was confirmed in the laboratory and was due to damage sustained during surgical procedure. The lead was otherwise normal, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the lead exhibited poor capture thresholds. After multiple repositioning attempts, the helix would not retract, so the lead was successfully replaced with no further adverse consequence to the patient.